Manufacturer narrative:
Evaluation codes, results: conclusions: (pre-operative ruptured thoracic aneurysm, blood loss from the ruptured aneurysm, (stroke may have been caused by the wire used in the procedure).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 4 cm ruptured thoracic aneurysm. It was reported that the patient underwent elective repair of right common iliac artery aneurysm 2 days prior and that procedure was without complication. The patient was recovering in stable condition when suddenly she developed left sided chest pain. Evaluation revealed pleural effusion versus blood in the chest by CT scanning. A repeat CT scan with contrast was performed and showed a ruptured thoracic aortic aneurysm. Two thoracic stent grafts were obtained from another hospital and implanted emergently. At 11 days post implant, the patient suffered a stroke post-operatively, but is alert and can communicate (see MFR # 2953200-2009-00844). MRI revealed a stroke the day after the thoracic stent graft repair. This may have been caused by the wire or was related to blood loss pre-operatively. It was confirmed that the talent thoracic graft was deployed well below the left subclavian artery. No additional information was provided.